Event description:
It was reported that, a patient underwent a journey bilateral knee replacement on (B)(6) 2009, and required a revision surgery of the right knee, due to hardware loosening, on (B)(6) 2020. The patient experienced pain, swelling, and required physical therapy and pain management attention. Patient's current health status is unknown, further information has not been made available.

Manufacturer narrative:
Internal complaint reference:(B)(4).

Manufacturer narrative:
B2: outcomes attributed to adverse event section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the reported symptoms and interventions would not be unexpected in the presence of a loosened component and subsequent revision. As of the date of the medical investigation, no supporting medical documentation had been provided; therefore, contributing clinical factors cannot be concluded. The patient impact beyond that which was reported cannot be determined. Should supporting documentation become available in the future, the clinical/medical evaluation task would need to be re-assigned for assessment. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. However, a review of the instructions for use documents for knee systems revealed that looseness of components could occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, inadequate integration between the cement and bone/implant and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, a plaintiff underwent a journey bilateral knee replacement on (B)(6) 2009 and suffered from a posterior tibial dislocation with inferior displacement of the patella, requiring a dislocation reduction of the right knee under ed supervised sedation¿ (moderate conscious sedation) on (B)(6) 2020. On (B)(6) 2020 the patient required a right knee revision surgery due to instability, pain, swelling and recurrent dislocations. During the revision surgery, the poly was exchanged. The patient experienced pain, swelling, and required physical therapy and pain management attention. Patient's current health status is unknown, further information has not been made available.

Manufacturer narrative:
H10. Additional information in a2, b4, and b7. H11. Corrected information in b3 and h6 (health effect - clinical code, health effect - impact code, and medical device problem code).

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the clinical root cause of the unstable right total knee arthroplasty and subsequent revision is likely multifactorial as the patient¿s reported activity fall history, excessive flexion, abduction, knee crossing and body mass index 42-47 cannot be ruled out as potential contributing factors to the instability and recurrent right knee dislocation after approximately 11 years in-vivo. Additionally, the reported "loose pieces of cement present since original x-rays. These are not loose¿ noted on radiological imaging is suspect for third body debris that could cause joint impingement and component wear and along with the later noted heterotopic ossification could further contribute to the deconditioned patient¿s pain, stiffness, weakness in stabilizing musculature and tissue inflammation; therefore, a device malperformance cannot be concluded. The reported intraoperative tendon avulsion was a surgical adverse event which does not represent a malperformance of the smith and nephew components. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. However, a review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, and/or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.